Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. The suspect ups was found to fail load testing. When known operational batteries were installed into the unit, it functioned as designed. This confirmed an electrical based failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the uninterruptible power supply (ups) on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the uninterruptible power supply (ups) of the imaging system was beeping. No additional information was provided. There was no patient present when this issue was identified.